Manufacturer narrative:
Citation: boudjemline y. Outcomes and safety of transcatheter pulmonary valve replacement in patients with large patched right ventricular outflow tracts. Arch cardiovasc dis. 2012 aug-sep; 105 (8-9): 404-13. Doi: 10.1016/j.acvd.2012.05.002. Epub 2012 jul 17. Earliest date of publish used for event date [and death date]. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes and safety of transcatheter pulmonary valve replacement in patients with large patched right ventricular outflow tracts. All data were collected from a single center. The study population included 13 patients and all of them were implanted with medtronic melody transcatheter bioprosthetic heart valve. No serial numbers were provided. No information on patient demographics were provided. Among all patients, adverse events included: severe paravalvular leak (pvl) requiring repeat dilatation of the melody valve (n=1). Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.